Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no sample nor photograph was provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. If the product is returned at a later date, this complaint will be reopened for further investigation. No device history record was reviewed since the lot number was not provided.

Manufacturer narrative:
D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was found to have a high leak on ventilation. Previous incidents were noted where the cuff was not inflating effectively. Agreed to do planned tube change where new tube has the cuff checked and confirmed to be working properly. There was patient involvement, and no patient harm/adverse event reported.